Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation procedure one of the leads could not be implanted due to a break in the lead sheath. The patient was implant with only one lead instead of two leads. As result, the patient may undergo surgical intervention on a later date.